Event description:
It was reported that the patient developed an infection at the pump pocket following a pump replacement on (B)(6) 2013 (please refer to manufacturer report # 3004209178-2013-15639). The device system delivered fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2010, product type: accessory; product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the date of onset/diagnosis of the infection was "after" (B)(6) 2013. The patient had been administered perioperative antibiotics. It was noted that the pump was refilled at the time of the replacement. Patient symptoms included redness, swelling, drainage and increased white blood cell count. The location of the infection was noted at the device pocket and catheter track. A culture was obtained from the device pocket that revealed (B)(6). The patient was treated with intravenous (IV) antibiotics. The entire device system was explanted. The patient outcome was reported as infection resolving. It was later reported that the date of onset of infection was (B)(6) 2013. Additional symptoms included incisional wound opening and pain. Cultures were taken of the device pocket, lumbar region and cerebrospinal fluid (csf). The patient was also given oral antibiotics. Patient outcome was reported as infection resolved.